Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer accidentally delivered 0.7 units of insulin into their body while proceeding through the load process. There was no reported impact to the customer's blood glucose (bg) level. The customer reported they were not concerned about their bg levels decreasing and that they would eat food.